Event description:
A surgeon reported a patient who presented with rainbow glare following lasik surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Samples are not expected to be returned for evaluation. The root cause could not be identified conclusively. (B)(4).

Event description:
In a follow up the surgeon reported that the event continues and the prognosis is unknown. The patient also reported dry eyes following surgery.